Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. However, the insulin pump was received stuck in a loop for the motor error alarm during the bolus or basal delivery. No motor encoder position error could be confirmed due to the erased history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked case at the display window corners.

Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer stated that the insulin pump was exposed to high magnetic field. No further information reported.